Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified blood-like media visible inside the balloon, suggesting a possible device leak. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. No issues were noted with the tip of the device. An attempt was made to inflate the balloon, which failed due to a pinhole leak noted in the outer lumen of the shaft polymer extrusion. A visual and tactile examination identified no other issues with the shaft of this device. A pinhole was noted in the outer lumen of the shaft polymer extrusion at approx. 5cm distal to the guidewire port. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04oct2022. It was reported that the balloon could not cross the lesion. The 24mm x 3.5mm in diameter, 90% stenosed target lesion was located in the slightly tortuous and moderately calcified right coronary artery. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that a pinhole was noted in the outer lumen of the shaft polymer extrusion at approximately 5cm distal to the guidewire port.